Event description:
Clinic notes were received and stated that the patient has been having an increase in seizures and has been in and out of the hospital since january for status epilepticus. The patient's battery was currently noted to be dead and the physician noted that the dead battery likely currently contributed to the increased seizures. The physician assessment for the events reported in january is not known as the battery was calculated to likely have not been depleted at that time. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a generator replacement occur. The patient was admitted to the hospital for increased seizures, which was refractory to all medications. An emergent request for generator replacement was requested. The explanted generator was reported to have been discarded. No additional relevant information has been received to date.